Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported a catheter connector issue occurred and the patient experienced symptom return. The event date was reported to be (B)(6) 2020. Revision of the catheter connector occurred and the issue resolved. Troubleshooting performed was unknown. Contributing factors were unknown. It was indicated the hospital had possession of the device and the return status was unable to be determined. The patient status was alive - no injury. Further complications were not reported.